Event description:
It was reported that this right atrial (ra) was surgically abandoned due to high pacing thresholds, with loss of capture (loc) and no asystole. Additional information form the field indicated insulation damage was suspected due to low pacing impedance, and placement of the new lead was difficult due to patient conditions. There was no visible damage on the explanted lead. No additional adverse patient effects were reported.